Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Motor tested outside device and passed. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing endcap sticker.

Event description:
It was reported the insulin pump alarmed motor error during bolus. The device was not exposed to the high magnetic field. Customer was advised to disconnect from the device. Customer does not use sensor feature. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.